Event description:
During an arthroscopic knee surgery, the upper jaw of the device broke off from the device shaft during use and fell inside the patient's knee. The broken fragment was recovered from the patient's knee during primary procedure. The surgeon opened a new device and successfully completed the procedure with no further issues. The probable root cause for the upper jaw break could be due to surgeon applying excessive torque, or patient factors may have contributed to the break.